Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double roller pump. The incident occurred in (B)(6) this medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 double roller pump intermittently became unresponsive to touch during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue. However, residue was identified around the gasket, the lcd and the lcd/hkr board bracket holder. The touch screen, processor board and cables were replaced due to the fluid ingress. Subsequent functional testing was carried out successfully the device was returned to service. Photos of the replaced touch screen were sent to sorin group (B)(4) for analysis. Inspection of the photos confirmed that liquid had penetrated into the kapton-tail, which led to oxidation and caused the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, a CAPA has already been implemented for this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 double roller pump intermittently became unresponsive to touch during priming. There was no patient involvement.